Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detachment occurred. It was reported that the orange hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium separated from the rest of the sheath mid-case. The caller stated that the physician quickly pulled out the introducer while changing out the sheath, and the hub had come off. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the brim cap, hemostatic valve and silicone ring were detached. The issue of hemostatic valve separation is also considered to be an MDR reportable malfunction which was identified during product evaluation. The awareness date for this finding is 10-aug-2021. Applicable medical device problem code of a0501 previously reported is also applicable to this finding. Microscopic examination in the luer hub surface has shown evidence of adhesive that shows that the components were attached. At this time is not possible to determine the root cause of this condition, however based on the information provided, the condition reported have origin in some place external to the manufacturing environment. A device history record evaluation was performed, and no internal action related to the reported complaint condition were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ additionally, the customer provided a picture of the complaint device to aid in the investigation. According to pictures provided by customer, the hemostatic valve was not placed, and the brim cap was detached. The customer complaint was confirmed also based on the picture received. A root cause was unable to be assigned based on the current photographic evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on 19-aug-2021, it was noticed that the following information was inadvertently omitted from section h10. Additional manufacturer narrative of the 3500a initial medwatch report: ¿the product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿

Manufacturer narrative:
On 21-jul-2021, biosense webster inc. Received additional information clarifying the date of event (procedure date) was (B)(6) 2021. As such, field "b3. Date of event" has been updated from (B)(6) 2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, medium and a brim cap detachment occurred. It was reported that the orange hub of the carto vizigo¿ 8.5f bi-directional guiding sheath, medium separated from the rest of the sheath mid-case. The caller stated that the physician quickly pulled out the introducer while changing out the sheath, and the hub had come off. The orange piece on the hub and the filter section broke/separate. The hemostatic brim cap/hub became detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or any medical intervention.

Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)